Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The device was received with a stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. There was no cosmetic damage on the insulin pump. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call motor error alarm during rewind on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor position encoder error alarm as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.